Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump battery compartment was found to be cracked. The pump battery cap was not returned with the pump for testing. A test cap was inserted and the pump was found to power on appropriately during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned to animas. Product analysis evaluated the pump and found that the battery compartment was cracked. This report is made based on the results of evaluation completed on (B)(4) 2014.